Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the gear of the air reamer drill device was broken, torn off. It was noted that the gearbox was worn out. It was further determined that the device failed pretest for check the hose coupling, check safety system, check the cannulation, check for free movement, check the attachment coupling, general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the air reamer/drill device would not stop. It was reported that there was a 30-minute delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.